Event description:
The device was used during a c-section procedure. Reportedly, the device would not fire properly. The surgeon removed a minimal amount of tissue from the uterus. The surgeon reported no pt consequence.